Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. We observed incomplete printing of the depth markings and the lemaitre logo on the shunt body.. We were unable to peel off the ink from the shunt lumen even when we aggressively rubbed our fingers against the ink markings or by applying 70% alcohol on it. It is possible that the depth markings on the shunt were not properly printed during manufacturing process and were already missing the ink prior to the procedure. However, the surgeon detected this issue only when he removed the shunt's arm from the patient's vessel. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no injury to the patient as the result of this incident. Please note that we have also submitted manufacturer's incident report# 1220948-2019-00108 for another similar incident that was reported by the same surgeon.

Event description:
During endarterectomy procedure, surgeon reported that the ink markings on the lumen of the shunt had appeared to be scrapped off. This is report 1 of 2 of this series.